Event description:
Note: this report pertains to one of two coredx biopsy forceps used in the same procedure. It was reported that a coredx biopsy forceps was to be used in the common bile duct during a percutaneous cholangioscopy procedure performed on (B)(6) 2022. During preparation, when opening and closing the handle for testing, a loud crack was heard, and the jaws of the forceps failed to close. Another coredx forceps was used to complete the procedure. There were no patient complications as a result of this event. The complainant reported that a coredx forceps failed to close while in the patient's common bile duct. However, according to the instructions for use (IFU), "the coredx pulmonary mini-forceps is indicated for collecting tissue endoscopically for histologic examination, these forceps can be used with endobronchial ultrasound and extramural lesions of the tracheobronchial tree. These forceps should not be used for any purpose other than their intended function." The device is not indicated for use in the common bile duct. ***additional information received on december 12, 2022*** the jaws were closed, and it failed to open. This is a non-reportable event

Manufacturer narrative:
Block h6: device code a051104 captures the reportable event of jaws unable to close. Block h2: block b5 was updated based on the additional information received on december 12, 2022. The complainant clarified that the reported issue that the jaws did not failed to close, but failed to open. Although this can result in a clinically insignificant delay of the procedure, this event is unlikely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, boston scientific no longer considers this to be a reportable event.

Manufacturer narrative:
(B)(4).

Event description:
Note: this report pertains to one of two coredx biopsy forceps used in the same procedure. It was reported to boston scientific corporation that a coredx biopsy forceps was to be used in the common bile duct during a percutaneous cholangioscopy procedure performed on (B)(6) 2022. During preparation, when opening and closing the handle for testing, a loud crack was heard, and the jaws of the forceps failed to close. Another coredx forceps was used to complete the procedure. There were no patient complications as a result of this event. The complainant reported that a coredx forceps failed to close while in the patient's common bile duct. However, according to the instructions for use (IFU), "the coredx pulmonary mini-forceps is indicated for collecting tissue endoscopically for histologic examination, these forceps can be used with endobronchial ultrasound and extramural lesions of the tracheobronchial tree. These forceps should not be used for any purpose other than their intended function." The device is not indicated for use in the common bile duct.